Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke from the hub when removing the protector. This occurred with 3 catheters during use. The following information was provided by the initial reporter: "customer states that they had 3 IV cath coming off with the protector."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received three 20g x 1.00in. Insyte autoguard winged units. Two of the units were returned in sealed packaging with the labeling indicating that they were from lot number 0057971. The third unit was returned unused without any packaging. Based on the report, the defect of the catheter being removed with the needle cover was not confirmed. A gross visual inspection did not find any damage to the components. The needle cover and catheter assemblies were found to be oriented correctly. Misorientation of either component is known to cause the catheter to lodge in the needle cover and unseat the catheter assembly when removing the needle cover. The units were functionally tested by removing the needle cover and observing for any unseating of the catheter assembly. The needle cover removed normally, and the catheter remained seated against the needle hub. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in this report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke from the hub when removing the protector. This occurred with 3 catheters during use. The following information was provided by the initial reporter: "customer states that they had 3 IV cath coming off with the protector.".